Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 01/17/2008. The product associated with this report has not yet been returned. Based upon the implant date and the serial number provided by the reporter the connector type is assumed to be a taper ii. The reporter was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".

Event description:
Reported as a leak in the band. Initially, the physician thought there was a leak in the port. After removal of the port, no leakage was observed and the physician now thinks the leak may be in the proximal tubing nearer the band.